Event description:
The customer reported that during a routine check on the iabp, they observed that the iabp batteries was 5v instead 12v. No pt was involved.

Manufacturer narrative:
Service on the device was performed by the customer. The batteries were replaced and the unit was returned to service. (B)(4).